Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to position and device operates differently than expected appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The bvs scaffold and xience alpine stent are filed under separate manufacturer report numbers.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the diagonal artery. Pre-dilatation was performed at the target lesion and the 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) was implanted without difficulty. Post dilatation was performed and a perforation was noted distal to the scaffolded area. A 2.8 x 16 mm graftmaster stent was advanced to the perforation site, using a non-abbott guide catheter extension for support. Due to the patient anatomy, the use of the guide catheter extension and advancement distally through the implanted absorb, resistance was met and positioning was difficult; therefore, the 2.8 x 16 mm graftmaster did not fully cover the perforation but sealed the area where it was implanted. A second 2.8 x 19 mm graftmaster stent delivery system was advanced and was able to cover the remaining perforation. During use of the non-abbott guide catheter extension, as the guide catheter extension was engaged in the left anterior descending artery, a dissection occurred (caused by the guide catheter extension). A 3.0 x 15 mm xience alpine was advanced to the dissection and deployed. Post-dilatation was performed using a 4.0 x 15 mm nc trek. After the nc trek was removed, the dissection flap was noted to cover the diagonal artery, occluding flow into the diagonal artery. No additional intervention was performed to treat the occlusion. During the procedure, the patient remained pain-free. Post-procedure, a small amount of blood was noted in the pericardium; however, this was not treated. The patient was discharged from the cath lab in stable condition. No additional information was provided.